Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional findings of all conductors distorted blood in/on helix mechanism and damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the physician was unable to get the lead past a stenosis. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.